Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465 mg/dl. The customer had symptoms such as blurry vision and treated with manual syringe. Customer's blood glucose value was 400 mg/dl at the time of the incident and current blood glucose level was 458 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. There were no leaks or air bubbles. There were no site or insulin issues. Customer was neither in emergency room nor admitted into hospital and based on customer report customer alleged insulin pump was under delivering. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will/ will not be returned for analysis.